Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting. Review of device data by boston scientific technical services confirmed the power consumption has been increasing gradually, consistent with low voltage filter capacitor degradation due to hydrogen gas content in the sealed device atmosphere. Device replacement was recommended. The s-ICD remains in service and there have been no adverse patient effects reported. This event will be updated should a revision procedure be performed and/or the s-ICD be returned back from the field for analysis.